Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cannula was kinked and customer was not able to connect to insulin pump. It was also reported that reservoir was not delivering insulin to infusion set. Troubleshooting could not be completed as call was lost.